Manufacturer narrative:
External insulation abrasion was noted at 4.7-4.8 cm from the connector pin and at 45.0-45.1 cm, 45.9-46.1 cm and 47.8-48.1 cm from the electrode tip consistent with lead friction to the ICD can. External insulation abrasion was noted at 28.6-29.0 cm and 35.6-36.4 cm from the electrode tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 11.8-14.0 cm from the electrode tip. The etfe coating was intact at these locations.

Event description:
It was reported that an asymptomatic patient presented in the operating room for device change out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. The lead was explanted.